Manufacturer narrative:
All available patient information were included, no additional patient information was available. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The customer resolved the issue by replacing the ict module on the analyzer. No additional discrepant result issues have been reported since the ict module was replaced. Return testing was not completed as returns were not available. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported falsely elevated sodium and potassium results for 20 patients samples when processing on the architect c16000. The following example data was provided: sodium initial result >200 and repeat results are within normal range (specific value not provided). The customer uses normal range 136-145 mmol/l for sodium. Potassium initial result 7.9 and repeat results are within normal range (specific value not provided). The customer uses normal range 3.4-4.8 mmol/l for potassium. No impact to patient management was reported.